Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department with fatigue, weakness, chills, and anemia. The patient was found to have decreased hemoglobin levels. The patient denied any change in stool color, however a rectal exam showed some black stool that was guaiac positive. The patient was admitted due to concern for a gastrointestinal bleed and was treated with one unit of packed red blood cells. On (B)(6) 2021the patient underwent an esophagogastroduodenoscopy (egd) which revealed discolored mucosa in the antrum. A colonoscopy was performed on (B)(6) 2021 which was negative for active bleeding. Polyps of 3-5 mm were clipped from the transverse colon. A video capsule endoscopy (vce) device was also used which did not reveal any active bleeding. The patient insisted on being discharged on (B)(6) 2021 to attend their son's wedding. The patient would remain on enoxaparin until their international normalized ratio (inr) reached 1.8.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.